Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned sample indicates the swg unraveled.

Event description:
The customer reports that upon removal the swg (spring wire guide) separated. The provider's glove was torn. No injury reported.

Manufacturer narrative:
(B)(4). The customer returned an unraveled guide wire and a product lid stock for evaluation. The guide wire was unraveled but remained a single continuous piece. No other components were returned. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked/distorted in several locations along the body. The core wire distal j-bend was kinked but intact. The proximal end of the core wire was exposed out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed proximal core wire tip is pinched at the point of separation. Both welds were present and appeared full and spherical. The major kinks in the guide wire body were measured at 26, 73, 169, 255 and 581 from the proximal tip. The broken core wire measured 599 mm in length, which is within specification; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire was measured and was found to be within specification. Functional inspection could not be performed for this complaint as the guide wire was damaged and no other components were returned. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring wire guide about 2-3 cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that upon removal the swg (spring wire guide) separated. The provider's glove was torn. No injury reported.